Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "no led light in blade" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led does not light up. Blade worn. Adhesive points on camera head worn. Housing discoloured. Cover discoloured. Leak on camera head. As stated, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to poor light output. According to the IFU visual as well as functionality should always be checked before and after every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported no led light in blade. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).